Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Right colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Asku. What color cartridge was being used? Rep believes it was a blue cartridge, but is unsure. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Rep advised the device was stuck in the closed position and would not open. Unknown if any intervention was required. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a right colectomy procedure, the device jammed and would not open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60b loaded on the device; it was noted fully fired. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.